Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 10-15 seconds for pump to wake up when slide clamp inserted, which was reproduced during evaluation. The cause was determined to be that the upper latch switch was stuck. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would took 10-15 seconds for pump to wake up when slide clamp inserted. The problem was found in the intensive care unit. There was no patient involvement. No additional information is available.